Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y764 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID 978b128 lot# va2y764 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead h3: product analysis #(B)(4):analysis information -- (B)(6) 2025 10:41:23 cst pli# 10 product ID# 97800 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: product analysis: product ID# 978b128: the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since they were implanted yesterday, they've had a lot of pain from the procedure. Patient stated every time they moved an inch yesterday, it would just hurt. Patient stated they couldn't move very well and when they would get up they had to get up slowly on their right side to make it less painful. Patient stated they would also lay on their right side in bed. Patient stated it was bad yesterday but that today it was a little better but the ins site was still a little swollen and they were experiencing stinging at the incision site. Patient stated it felt kind of like a bee sting. Patient's initial reason for call had been that they had been getting "device not responding on their therapy application. Patient services reviewed external device function with the patient and it was determined they hadn't been placing the communicator (sn (B)(6) ) over the ins site, that they'd been placing the communicator over the handset. Patient services reviewed proper communicator placement. The patient stated they had an ice pack on the ins site right now because it was hurting. Patient services reviewed with the patient that they could allow time for their ins site to heal and when they were ready they could call back to review with patient services how to connect if needed. The patient stated they would do so and that they would try to call back to connect to see their settings later. Patient service reviewed with the patient to monitor their healing and redirected the patient to follow up with their health care provider (hcp) about their healing concerns. Patient stated it was better than yesterday now but stated they would call their hcp to discuss healing considerations and concerns if the pain got worse or the stinging persisted. On another call was patient said they are having complications from the whole thing. Patient said the implant is very painful and they don't know if it's internal bruising or what. Patient turned the implant off and the doctor agreed to turn it off for a little bit to see if everything heals up. They are going to wait a couple of weeks to complete the healing process and then they will evaluate if the can turn it on again. Patient mentioned that the complications started after the surgery. The patient was redirected to their healthcare provider to further address the issue. Patient and hcp decided to turn off the therapy because patient is in pain. On 2024-jun-03 additional information was received from a healthcare professional (hcp). The hcp reported that when asked what steps were taken to resolve the issue, they reported that the device turned off, but was not the cause of the pain. They had pain at battery site placement radiating down their leg. They plan to reevaluate and have an appointment on (B)(6) 2024. On 2024-dec-18 additional information was received from a healthcare professional (hcp). The hcp reported that the device was explanted due to it being an "old interstim".